Event description:
It was reported that an asymptomatic patient presented to clinic after receiving a patient notifier. Upon interrogation, an alert for high hv lead impedance was observed. The high impedance could not be produced in clinic during testing and impedance measurements were in range. The patient notifier was programmed off per patients request and the device will be monitored (B)(6).

Event description:
New information received notes that the alert for out of range hv lead impedance from (B)(6) 2013 was still observed via remote transmission. No further information is available.

Event description:
New information received indicated a suspected tight set screw, air in the pocket or possibly fibrosis in the pocket that is causing high lead impedance issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.